Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been receiving ineffective pain relief/coverage in their left upper extremity. Reprogramming was unable to address the issue. X-rays revealed their cervical lead has migrated. The patient may undergo surgical intervention to provide resolution.